Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that they needed assistance with insulin pump settings per the customer's healthcare professional's advice and mentioned that the customer had experienced a series of low blood glucose levels. While being assisted with pump settings, the customer's spouse mentioned that the insulin pump had unresponsive buttons. Troubleshooting for button error/keypad anomaly was performed. The spouse stated that the act, up and down arrows were slow to respond and they had to press the act button three time during the setting changes. The time on the clock advanced when observed for one minute. The customer's spouse was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The spouse mentioned that the customer experienced a low of 80mg/dl, 59mg/dl, 162mg/dl, 13mg/dl, 107mg/dl, 48mg/dl, 66mg/dl and finally 70mg/dl. The spouse stated the customer treated with glucose tablet, food, and juice and declined to troubleshoot. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to flattened all button dome switch (no crease). No button error alarm noted during test. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.